Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a bluetooth pairing failure. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter had no voltage. The shared data log did not contain a bluetooth pairing failure event. However, the data evaluation did confirm a transmitter failure. The reported event of bluetooth pairing failure was not confirmed. A root cause could not be determined. Based on the investigation results of transmitter failure., this issue has been upgraded from non-reportable to reportable.